Event description:
It was reported by service report that the unit was not latching in the upright position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Base was not latching.